Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-09876. It was reported that during a hospital stay an echocardiogram revealed mobile vegetation on the pacemaker lead. An infection was noted and the patient's system was explanted on (B)(6) 2019.